Event description:
Organ recipient was available for a kidney transplant procedure. When the cold storage solution was opened, it was determined to have a "rotten egg" odor. Another bag of the same lot was then opened and the fluid also had the "rotten egg" smell. The kidney was in contact with the cold storage solution. The transplant patient declined this organ and the kidney was not used during the case. Opo was made aware of the event following discussion with hospital.